Event description:
Add'l info rec'd from MFR 2/3/00: the hosp will not release the sample to arrow. Therefore, an evaluation cannot be performed. Balloon ruptures are recognized potential complication of intra-aortic balloon use, generally occurring in the presence of atherosclerosis. Product labeling addresses this potential and action to be taken by user. Mgmt continues to monitor frequency of reports of this type.

Event description:
Intra-aortic balloon catheter was found with blood in it at 1900 hrs. Balloon pump was still providing counterpulsation. The balloon had ruptured and the nurse indicated that no audible alarm sounded. The strip chart recorder confirmed that no alarm condition occurred. A continuous strip from 1550 hrs to 1924 hrs revealed an alarm during the event. The balloon pump helium loss alarms were tested repeatedly for 2 days. The helium loss alarm sounded and the recorder printed every time a balloon leak/rupture was simulated. If the alarms had been turned off prior to the incident, the audible alarm would not sound and the recorder would not print. When the alarms are turned off the helium loss alarm is disabled. The alarms can be turned off for 10 min increments up to 60 mins. There was no serious injury to the pt.